Event description:
It was reported that a spectrum pump had a damaged keypad with only keys 3 and 9 working. This occurred during an unspecified process step. There was no patient involvement.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the keypad numbers 2, 3, 5, and 9 did not respond. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the inoperable keypad buttons. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.